Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.0/+2.0/083 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged for shorter lens due to excessive vaulting. The problem was resolved. As of the day of MDR submission, the lens has not been returned.

Manufacturer narrative:
The device was returned dry in a small vial. Visual inspection found no visible damage to the lens and foreign material on lens surface (clear residue). (B)(4).